Event description:
It was reported that the patient reported that she was in a nursing home to get better after a pump implant within ten days the patient was rushed to the hospital again with pneumonia and c-diff. She had gotten ¿really¿ sick and had a urinary tract infection. The patient sometimes felt that she was bleeding inside. Her temperature was over 105 and she was acting crazy. The patient was in the hospital for six day and then lost a ¿ton of weight¿ in approximately one week¿s time. She was in the hospital for eleven days. It was then that she was taken to a different nursing home and was there for six months. While in nursing home she had a mild stroke. The patient reported that she only weighs (B)(6) and was wheelchair bound because, she has other issues. It was unclear as to what medication this device system had during the timing of these events. The patient currently had prialt in the pump. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, lot# n195563013, implanted: 2009 (B)(6); product type catheter. (B)(6).